Event description:
I have had several issues occur with my cpaps. Chf, nail fungus on right hand, skin irritation on both arms, afib, respiratory issues, cough with crackles, black particles from my nose. I am a under the care of a dermatologist for my nail fungus. FDA safety report ID# (B)(4).